Event description:
The reporter indicated the surgeon implanted a micl implantable collamer lens and there was a hyperopic outcome with the lens. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received - the surgeon indicated he was not aware of such an event (hyperopic outcome) with one of his patients and has not provided any additional information.

Manufacturer narrative:
(B)(4). Refractive surprise. Implanted. Device evaluated by manufacturer? No: lens remains implanted. (B)(4).